Event description:
The company's ambulance agency transported a pt that was initially treated by a local fire dept medical rescue team. An IV was initiated by this team before the company's arrival. The emt who inserted the IV told the company's paramedic that the IV site was "leaking". Enroute to the hospital the company's paramedic removed the gauze pad covering the IV site and found the plastic catheter missing from the IV hub completely. The company's paramedic suspected the catheter was still in the pt's vein - applied pressure above the site and transported in emergency mode to the hospital. The catheter was found by the hospital and surgery was performed to remove it. The company is unsure whether this incident was caused by user error or by product defect. The company is currently ivestigating this incident.